Event description:
Device stopped working during case. Surgeon switched to electrocautery to complete the case.

Event description:
Device stopped working during case.

Manufacturer narrative:
Method: facility disposed of device. Device is not available for return and inspection. Results: facility disposed of device. Device is not available for return and inspection. Product event: (B)(4).

Manufacturer narrative:
Product event #(B)(4): testing performed: visual inspection device: peak plasmablade 3.0s product p/n: (B)(4) rga lot# 57070 device #2 (57070) the device was shipped in a fedex cardboard shipper box with no packaging material to fill the negative space and none of the original packaging. The tyvek lid was enclosed. The device was single bagged in biohazard bags (device cut through bag due to no tip protection.) The device appeared to have been used due to noticeable blood on the device. Liquid blood was present on the handle, shaft and inside the suction tubing. Dried blood was also present on tubing. Liquid blood was present inside the suction tubing and around telescoping shaft. The tubing was taped to the power cord. The returns good information sheet was included. The telescoping shaft was tough to extend due to liquid blood along the shaft creating suction and therefore excessive force was needed to extend the shaft. Nothing appears to be damaged on the device. All components are intact and there are no missing parts. Lot number on returns good information sheet matches lot number in gch (information written into form) functional inspection device was connected to pulsar ii generator (ps100-102) eqp# 6794 (calibration due date: (B)(6) 2013) time was measured with stop watch eqp 6444 (calibration due date: (B)(6) 2013) performance was tested using chicken. Device #2 the device was connected to the generator and showed the expected "e5 error - monopolar device has reached end of life." Used eprom connector to bypass end of life error device was tested with shaft in collapsed position. Activated device 2.5 min on cut setting 5 with acceptable performance activate device 2.5 min on cut setting 10 with acceptable performance activate device 5 min on coag setting 10 with acceptable performance investigation conclusion: the complaint could not be confirmed. Device was tested for performance and met the product specifications for performance. The devices both responded normally when connected to the generator for all activations. No failures were found. No conclusions could be made on the cause of the failure because the failure could not be reproduced. No corrective action will be taken at this time. The complaint will be monitored for future instances. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.